Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported the infusion set leaked insulin due to a bent cannula, and this resulted in hyperglycemia in the 300-400 mg/dl range. Her target blood glucose is 160-180 mg/dl, and she was able to treat hyperglycemia by changing the infusion set. The infusion device has displayed e4 occlusion errors. The customer has had chemotherapy in her abdomen over the last 8 months and has "rough" skin. No adverse event was reported. The alleged product was requested for evaluation and replaced with a different type of infusion set.